Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 41 months ago. The aneurysm and the aortic neck were reported to be tortuous. It was reported that 5 days post implant of the aneurx bifurcated stent graft, another manufacturer's stent was implanted for treatment of a type 1 endoleak; however, this was not reported to medtronic at the time. It was also reported that approximately 3 years later, the patient was treated for a type 2 endoleak by direct injection of the aneurysm sac. It was reported that the bifurcated stent graft had displaced, which resulted in separation of the bifurcated stent graft and the aortic cuff. Two 28 mm aneurx aortic cuffs were implanted to bridge the area of the junction endoleak. Three days after this repair, the endoleak was still present and the physician elected to implant a larger in diameter stent graft from another manufacturer and the endoleak was resolved. For days later, the patient presented with an endoleak at the proximal portion of the left iliac stent graft. The decision was made to implant 2 aneurx iliac limbs on each side, down from the main body stent graft, after which simultaneous balloon dilatation was performed. This was followed by femoral endarterectomy on both sides. The patient tolerated the procedure and was sent to the recovery room in stable condition. No additional clinical sequelae were reported.

Manufacturer narrative:
.